Manufacturer narrative:
Issue identified during product analysis h3: device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that when this 980 ventilator was powered on, the ventilator started alarming, the screen was black, the battery light emitting diode (led) was flashing and there was a burnt smell. The device was available for evaluation. The service personnel (sp) inspected the ventilator and replaced the breath delivery (bd) power distribution printed circuit board assembly (pcba), direct current (dc)-dc converter pcba, and bd power supply. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. One bd power supply was received for failure analysis. The component was visually inspected and functionally tested with no malfunction or product deficiency observed. One bd power distribution pcba  was received for failure analysis. The returned component was attached to the failure investigation test ventilator for analysis. The ventilator failed to power up and further inspection using a multimeter found that resistor r61 has a high resistance of unexpected values. One dc-dc converter pcba was received for failure analysis. A visual inspection of the returned part found that capacitor c77 showed signs of damage. The dc-dc converter pcba was attached to the failure investigation test ventilator for analysis. It was confirmed using a multimeter that the capacitor was reading short at unexpected values. The analysis found that capacitor c77 failed short. If the capacitor c77 failure on the dc-dc would occur while in use on a patient, the ventilator response would be a loss of ventilation to the patient. The cause of the event was isolated to the damaged capacitor c77 in the dc-dc converter pcba. There is an existing previous internal investigation regarding this issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, when this 980 ventilator was powered on, the ventilator started alarming, the screen was black, the battery light emitting diode (led) was flashing and there was a burnt smell. The ventilator was not in use on a patient at the time of the reported event.